Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.